Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the atrial lead exhibited inappropriate automatic mode switch and oversensing of noise. Lead replacement and programming changes were discussed, no intervention was reported. There were no patient consequences.